Event description:
Litigation alleges patient had fretting of trunion; inflammation surrounding entire hip capsule; significant muscle necrosis; leg length discrepancy; weakness and altered gait with instability; trochanteric bursitis; trochanteric osteophytes; lumbar spine injury and pain; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom; avascular necrosis; pain and disfigurement.

Event description:
Litigation alleges patient had fretting of trunnion; inflammation surrounding entire hip capsule; significant muscle necrosis; leg length discrepancy; weakness and altered gait with instability; trochanteric bursitis; trochanteric osteophytes; lumbar spine injury and pain; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity and complications therefrom; avascular necrosis; pain and disfigurement. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct implant date. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.